Event description:
On 8/9/96 it was reported that the pt had a skin flap infection and had IV antibiotic treatment and a flap revision surgery. None of this info was reported to MFR at the time. The pt was again treated with antibiotics. On 8/28/96 the implant surgeon reported that the pt's skin flap was healing but there was a small hole at the suture line. The surgeon stated that he anticipated complete healing. On 10/3/96 the implant audiologist reported that the skin flap had not healed and explant surgery was planned.